Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was available for analysis. All lots of solesta are released by both galderma/q-med contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "patient had some bleeding/spotting and some trouble with straining while going to the restroom. Late that evening, she did develop a fever. Therefore, the [physician] called in some antibiotics. On monday patient said the fever had gone away by 8 am saturday and that she had no more issues."